Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported zosyn 3.375 gm/50 ml infusing as a secondary at 100 ml/hr. .the user noticed that the drip chamber of the secondary was free flowing into the primary. The user caught the mistake and was able to activate the roller clamp and repositioned both primary and secondary and ensured the primary was lower than the secondary. The infusion was resumed and completed without difficulty.

Manufacturer narrative:
Concomitant product: baxter 500ml IV bag of 0.9% nacl, lot: y211375, exp: december 2017, therapy date 11/23/16. The customer¿s secondary back flowed into primary bag was confirmed. The primary and secondary set were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. The check valve was also visually inspected under magnification. The check valve was noted to be assembled in the set correctly, and the silicone membrane was centered. Functional testing confirmed fluid and air bubbles were noticed going into the primary bag. Blue fluid was also noted to have gone past the check valve indicating a faulty check valve. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of the customer¿s report was not identified.